Event description:
It was reported that when the sterile packaging of the articular surface was opened, the technician noticed a hair in the packaging. Another device was used to complete the procedure. Attempts have been made, however, no additional information is available at this time.

Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. This report was previously submitted erroneously on apr 12, 2022 under manufacturing report number 0001822565-2022-00996.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual evaluation of the returned product found hair like debris on the device. The packaging was returned opened. This complaint cannot be confirmed as the packaging was returned opened and the source of the debris cannot be confirmed. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.